Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing has not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any issues with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median patient results and the results values for the negative population for the complaint lot is within established baselines and comparable with other lots in the field. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 49581ud00 was identified.

Event description:
The customer reports repeatedly low alinity I tsh results for a male patient and provided the following data: on (B)(6) 2023, sample ID: (B)(6) generated the following results at the customer¿s facility: tsh was 0.08 mu/l, repeated on (B)(6) 2023 result was 0.07 mu/l. (Customer normal range is 0.35 - 4.94 mu/l). The sample was sent to another laboratory using the roche platform, which generated a tsh result of 2.12 mu /l (normal range 0.25 - 5 mu/l) the sample was tested for heterophilic antibody interference, which was ruled out. Additional laboratory data: at the customer facility the free t4 was 0.95 ng/dl (normal range 0.71 - 1.48 ng/dl) and repeated at another laboratory using roche platform the free t4 result was 1.21 ng/dl (normal range 0.93 - 1.70 ng/dl). At the customer facility the free t3 was 2.8 pg/ml (normal range 1.70 -3.71 pg/ml) and repeated at another laboratory using roche platform the free t3 result was 3.12 pg/ml (normal range 2 - 4.40 pg/ml). Patient peripheral hormones have been normal and has had normal pituitary hormones. Antithyroid ab has been negative. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports repeatedly low alinity I tsh results for a male patient and provided the following data: on (B)(6) 2023, sample ID: (B)(6) generated the following results at the customer¿s facility: tsh was 0.08 mu/l, repeated on (B)(6) 2023 result was 0.07 mu/l. (Customer normal range is 0.35 - 4.94 mu/l). The sample was sent to another laboratory using the roche platform, which generated a tsh result of 2.12 mu /l (normal range 0.25 - 5 mu/l). The sample was tested for heterophilic antibody interference, which was ruled out. Additional laboratory data: at the customer facility the free t4 was 0.95 ng/dl (normal range 0.71 - 1.48 ng/dl) and repeated at another laboratory using roche platform the free t4 result was 1.21 ng/dl (normal range 0.93 - 1.70 ng/dl) at the customer facility the free t3 was 2.8 pg/ml (normal range 1.70 -3.71 pg/ml) and repeated at another laboratory using roche platform the free t3 result was 3.12 pg/ml (normal range 2 - 4.40 pg/ml) patient peripheral hormones have been normal and has had normal pituitary hormones. Antithyroid ab has been negative. There was no reported impact to patient management.